Manufacturer narrative:
Medivators was not made aware of this event until receipt of the health (B)(6) report on august 17, 2022. The scope buddy plus tubing is used with the scope buddy plus endoscope flushing aid to pump fluids through endoscopes during manual cleaning. The tubing is for 24-hour use only. The lot number provided in the report does not align with any medivators lot number for sb-110-hu1008. The device subject of the event was not returned to medivators for evaluation. Medivators quality tested 10 devices from current inventory and no issues were noted. Without a returned device, a root cause could not be determined. The scope buddy plus tubing instructions for use state, "warnings & precautions inspect tubing for leaks and damage to the plastic fittings. Do not use tubing if any damage is noted." There have been no other complaints associated with this lot. A steris account manager will offer in-service training on the proper use and operation of the scope buddy plus tubing. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility health canada report which is in accordance with our procedures and policies. No additional issues have been reported over the last 12 months since initial occurrence.

Event description:
The user facility reported to health canada via incident report one of the scope buddy plus tubing connections was detaching from the endoscope. No report of injury.